Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
The patient's therapy/implant has never worked for him since it was implanted. The patient just had his feeding tube removed but it was leaking and he needed to go in for a procedure to have it fixed. The patient stated may just have them take out the stimulator and lead while they are in there because it did not work anyways. The patient also reported loss of therapy. The patient still could not eat and his stomach muscles are dead. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.